Event description:
It was reported, the chrome plating is peeling off the siderail spindles. No injury was reported.

Manufacturer narrative:
The chrome peeling from the siderails is related to the manufacturing process of the siderails at the time the stretcher was manufactured. A new manufacturing process was implemented in october 2005, to correct the reported issue.